Manufacturer narrative:
Section b3: date of event corrected. Section d1: brand name corrected. Section d4: serial number, lot number, and primary UDI corrected. Section g4: PMA # corrected. Sections h5 and h8: corrected for reusable medical device. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect and low voltage hazard alarms was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of 06jan2025 ¿ 07jan2025 were reviewed. The log file captured atypical power cable disconnect and low voltage hazard alarms that were not associated with true power cable disconnections or losses of external power on (B)(6) 2025 at 10:58:59 and at 15:46:42 due to the relative state of charge (rsoc) voltage dropping to approximately 0 v. The atypical alarms occurred while connected to the mobile power unit (mpu) and occurred on both the white and black power leads. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the cause of the atypical alarms was not confirmed and that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage hazard and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot patient be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a random alarm on the mobile power unit (mpu). Log files were submitted for review and contained unsustained low flow estimates as well when the calculated pulsaility index (pi) was elevated. These flow readings did not appear to be the result of any external equipment malfunction. The log also confirmed the unusual power cable disconnect /low battery hazard event while the patient was utilizing the mpu on (B)(6)2025. This event appeared to have self-resolved. There was additional power cable disconnect alarms in the log while utilizing battery power.

Event description:
The plan would be to replace the mpu if further situations raised.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.